Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 419688 lead; 694765 lead, implanted 2010-(B)(6). (B)(4)

Event description:
It was reported that the patient experienced shortness of breath and presented to the emergency department. A transmission observed the right atrial (ra) lead with far field r-wave (ffrw) oversensing falling into the atrial blanking period. The lead remains in use. No patient complications have been reported as a result of this event.